Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead showed an increase in pacing thresholds since the second week of implant. The actual notice of the behavior was at a follow up nearly one month after. No loss of capture (loc) was observed. Also, the rv pacing lead impedance decreased quickly but was still within normal limits. The automatic rv threshold test was disabled. A chest x ray was performed but no position changes were observed. A micro dislodgement was suggested as the possible explanation to the observed behaviors. Various reprogramming options were discussed. The physician discarded rv lead repositioning. The rv lead remains in service. No adverse patient effects were reported.